Event description:
It was reported that a pt passed away approximately nine days after receiving kidney stone treatment. The pt received treatment (B)(6) 2011, and passed away (B)(6) 2011. An approximately 30 minute treatment was performed on a siemens modularis variostar, mobile unit that is installed in a truck. A physician was present during the treatment. After the treatment was performed, the pt was taken back to the hosp where she experienced nausea over night. Eight days later, the pt reported pain and received a CT scan. A f/u ultrasound was not carried out. It was reported that the pt had cardiac issues and her blood count had dropped following the treatment on the variostar. The pt's blood pressure before and during the treatment was within normal limits and according to her doctor, she had responded well to the treatment for the loss in blood count.

Manufacturer narrative:
The system was checked by siemens local engineer, (B)(4), and it was confirmed that the system is functioning according to specifications. On average 4 pts per day are reported to be treated on this particular system. No other issues with the system have been reported. Further contraindications and adverse effects of eswl are published in medical literature and publications. (B)(6).